Event description:
Pt reporting she had 4 wasted doses of glatiramer and she thinks her whisperject auto injector is faulty. Pt reports 3 doses the medication dripped down her leg instead being injected [may 16,18, 20 2022]. Then she tried to load a syringe in the injector last night may22 2022 but it was jammed and she couldn't load it. Pt reports she does have medication left, and she will take it to her doctor's office today to get an injection. No additional information available. Unknown if patient missed a dose. Unk if adverse event occurred. Unknown if patient currently possesses defective device. Unknown if specialist is yet aware. No further information provided. Reported to (B)(6) by pt/caregiver.